Event description:
It was reported that the neurostimulator on the right side of the pt (pt had 2 device systems) eroded through the skin and was explanted. She was at home in good condition. Add'l info was requested.

Manufacturer narrative:
(B)(4).